Event description:
It was reported that when using the bd preset¿ eclipse¿, there was leakage of blood past the stopper during blood collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated that blood leaked past the stopper. Additionally, ten retained samples were tested with water, and none of the syringes leaked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.